Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
It was reported during during a hemi shoulder arthroplasty procedure, the version rod broke off the ar-9401-13 head cut guide. The threaded portion of the version rod is now stuck inside the guide. The case was still successful and no harm was done. See attached images. Additional information received on 5/26/2021: the rep provided the part number of the version rod that broke during the procedure (ar-9202). The version rod broke while the guide was in use. The rods are threaded into the top of the guide, and are not directly in the patient but above the humerus.